Event description:
Information obtained in follow up with the doctor as "a port leak with explant."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 19/aug/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis revealed no leakage to the port of the lap-band system. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."